Event description:
The customer stated that even after replacing the batteries, he was unable to turn on his breeze meter. As a result, the customer stated that he went into a "sugar shock" and had to be hospitalized. The customer was vague when the csr attempted to gather more information about his hospital visit. He did mention that his blood glucose was tested at 400 mg/dl at the hospital, but he was not sure what type of treatment he may have received. The csr attempted to troubleshoot the meter and verified that the meter was dead. The meter is to be returned for evaluation. A new breeze2 meter kit was sent to the customer.